Manufacturer narrative:
Investigation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional info has been requested. (B)(4).

Event description:
A surgeon reported one month postoperatively, following an intraocular lens (iol) implant procedure, that the iol dislocated outside the capsular bag. Capsular contraction occurred causing pigmentary dispersion syndrome where pigment adhered to the posterior optic; the patient developed glaucoma. The iol was exchanged. Additional info was requested.